Event description:
It was reported that the right ventricular lead had an increase in pacing impedance last year from august to december and has remained stable since then. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the clinic with the implantable cardioverter defibrillator (ICD) beeping. An interrogation of the ICD found that the device was at eos (end of service) which had triggered an alert. There was also an alert trigger for the charge time. The ICD was explanted and replaced. Additionally, it was reported that the right ventricular (rv) lead has chronically high but stable pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead 2010 (B)(6). (B)(4).